Manufacturer narrative:
A thorough evaluation of this product was performed. Device interrogation was performed and revealed error codes. A review of device memory identified the codes were caused by corrupted memory; however, final analysis could not confirmed the cause of the memory corruption. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a potential device issue was identified during routine testing prior to shipment.